Event description:
It was reported that the video system center had image interference and scope communication error b30. The issue was identified during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure scope communication error b30 was not confirmed, and image interference was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image interference and black image was due to loose connection detected at socket. The most probable cause was traced to a component failure. The most probable cause of scope communication error b30 was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.